Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with the helium-neon (hene) laser fixture, and the testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed at the output window, as intended. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization procedure of the prostate, forward firing with red light was noticed after 14,705 joules with 3:32 minutes of use. There were no stones present noted in the prostate. The procedure was completed with a second fiber without clinical consequences to patient.

Event description:
It was reported that during photoselective vaporization procedure of the prostate, forward firing with red light was noticed after 14,705 joules with 3:32 minutes of use. There were no stones present noted in the prostate. The procedure was completed with a second fiber without clinical consequences to patient.